Event description:
It is reported that the cortical screw was fractured during surgery. The surgeon could remove only the screw head and the shaft was left in the pt¿s body.

Manufacturer narrative:
This report will be amended when our investigation is complete.